Manufacturer narrative:
The following fields have been updated with additional information: d10. Returned to manufacturer on: 16-nov-2023. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received 100 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for overfill was observed. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and the issue of overfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tubes are overfilling. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tubes are overfilling. There was no report of impact to patient or user.